Event description:
Information received with return of the explanted device notes that while still in the operating room but after pocket closure, the device exhibited loss of ventricular capture and <200 ohms ventricular impedance in the bipolar configuration. In unipolar, normal capture was seen. The pocket was opened and the leads tested normal. Therefore, the pulse generator was replaced. Prior to loss of capture, the patient's sinus rhythm overrode the pacing rate.